Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the rep reporting that the cause of the high impedance remained unknown. The rep reported that the twist lock cable was reseated on the lead which did not resolve the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient undergoing a lead implant for parkinsons. The rep reported that high intra-operative impedances were measured on contact 3 of the lead. The rep reported retesting the impedances and reseating the stimloc cable but neither resolved the issue. The rep reported that the lead was swapped out and the impedance issue resolved. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot #: va1nelv) found no anomalies with the device. If information is provided in the future, a supplemental report will be issued.